Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. The most likely root cause is that when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water based edta solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual edta on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessels¿ hemispheres. In such instanced, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® trace element serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "complaint from prince of wales hospital. The customer complained that pale yellow circular dots were found on the inner surface of the tube."